Event description:
It was reported that the pt received a pocket fill during a refill session. The pt had previously been using an intrathecal baclofen concentration of 500 mcg/ml. The pump was refilled with 2000 mcg/ml of baclofen and programmed for 360 mcg/day. During the refill session, the physician had programmed the bridge bolus and then attempted the refill at which point in time, the pocket fill was done. The pt became more and more drowsy and was transported to the hosp via ambulance. Treatment provided included narcan by fire rescue team. A reservoir volume check produced 10 ml, leaving 30 ml unaccounted for. As of 7:45 p.m. In 2008, the pt was intubated and ventilated. Additional info has been requested from the hcp, but was not available as of the date of this report.